Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified the shell was broken, a portion of the shell was missing, and red particles material were noted on the shell/gel and creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified a broken/sharp-edged opening. A dimension measurement of the shell was performed, which identified the thickness within specification. Based on the device analysis the final assessment is: one sharp edged/broken opening in the side posterior of the device assessed as unidentified (tear) opening. As a portion of the shell was missing, this was assessed as inconclusive.

Event description:
Physician reported textured exchange and later discovered right side" intracapsular rupture of the implants." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported textured exchange and later discovered right side" intracapsular rupture of the implants." The device has been explanted.